Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-01-07 equinoxe, humeral stem primary, press fit 7mm. Standard cemented size 7 stem retained from osh surgery. 322-36-00 equinoxe 36mm rev shoulder liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-01-3636mm glenosphere: (B)(6). 320-15-02 rs glenoid plate sup aug, 10 deg: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side; followed by a revision due to painful hemiarthroplasty approximately 13 years after initial replacement. Subsequently, the patient has now experienced pain, stiffness without trauma consistent with coracoid/anterior humeral bursitis. As a result, approximately 3 months post-op of revised left shoulder , the patient was administered injection. No further impact to the patient was reported. No other information is available.